Manufacturer narrative:
This complaint is considered closed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated.

Event description:
Litigation papers allege that the patient experiences pain, metal wear, elevated cocr levels, popping, clicking, and grinding.

Manufacturer narrative:
UDI: (B)(4).

Event description:
There were no new allegations reported. Added dob, manufactured and expiration date in ips. Added stem due to previously alleged elevated cobalt. Doi: (B)(6) 2007; dor: none reported; (right hip).